Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had recurring frozen display. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test, sleep current measurement, active current measurement and self test. All currents within specific range. The insulin pump was monitored for several hours and no unexpected flashing display or frozen screen noted during the testing. (B)(4).